Event description:
A male pt was admitted emergently for repair of ruptured abdominal aortic aneurysm in 2008. A leg extension graft was placed in the correct position but the sheath could not be drawn back due to high resistance. The graft could not be deployed. By using more force in drawing the sheath back, the valve separated from the sheath. The physician removed it and used another one successfully. There was no injury to the pt.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing anatomical requirements, warnings, precautions, and the correct deployment procedure. No product was received to assist in this investigation. An internal clinical review indicated that the event was possibly due to the product design and/or possibly the patient's anatomy. We have notified the appropriate individuals and will continue to monitor for similar events.